Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with the following pre-op diagnosis: previous lumbar fusion l3-s1 with flat back deformity. Pseudoarthrosis l3-4, l4-5 with loose click-x pedicle screw fixation. Spinal instability l2-3 with retrolisthesis, spinal stenosis and radiculopathy. The patient underwent the following procedures: posterior spinal fusion l2. Lumbar re-exploration with fusion exploration, l3, 4 and 5 spinal levels. Posterior spinal fusion re-grafting, l3-4. Posterior spinal fusion re-grafting, l4-5. Spinal fusion using local autologous bone graft, bone morphogenic protein and fiber-based demineralized bone matrix. Removal fixation at l3, 4 and 5 spinal levels with re-instrumentation at l2, l3, l4 and l5 spinal levels. As per operative notes, ¿the area was packed with local bone graft, fiber-based demineralized bone matrix and bone morphogenic protein. The 5.5 mm rods were bent to lumbar lordosis to reconstitute those normal lumbar lordosis and correct her flat back deformity. This was performed nicely and the spine reduced to the pre-bent, lordosis rod. Posterolateral beds were grafted with bone morphogenic protein, local autologous bone- graft and fiber-based demineralized bone matrix." No intra operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.